Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a 810:11 failure code was not confirmed or reproduced by baxter personnel during product evaluation. The root cause was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Additional information: the user interface module software version of this pump is 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A device history record review was performed, and no abnormality was observed. The device has not been previously sent into service for the reported condition of " 810:11". Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.